Event description:
It was reported that 1 bd micro fine plus ¿ 32g x 4mm cannula breaks off. The following information was provided by the initial reporter : as per regional rcc "needle is broken".

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter fax# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/8/2022. H.6. Investigation: eighteen open 32g x 4mm pen needle samples were returned from an unknown lot. No, cat. No. 320136. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on seventeen samples and broken non patient end of cannula was observed on the remaining one sample. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that 1 bd micro fine plus ¿ 32g x 4mm cannula breaks off. The following information was provided by the initial reporter : as per regional rcc "needle is broken."